Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. The customer's blood glucose was 598 at the time of call the customer stated that they were given insulin to treat the blood glucose. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer was advised to change the entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.